Manufacturer narrative:
(B)(4).

Event description:
Received information the patient was unable to adjust stimulation. The programmer showed a power on reset mode. The manufacturer's representative was working to clear the por. Additional information has been requested and if received a follow up report will be sent.